Event description:
On (B)(6), I used what turned out to be mislabeled bd syringes. On both dates, after injecting lantus, I had events of low blood sugar that I don't normally experience. I was able to get my blood sugar back up, but my blood sugar went dangerously low because I may have shot into my muscle tissue instead of my fat layer due to the mislabeled syringes.